Manufacturer narrative:
(B)(4). Baxter received one unit for evaluation; the product was not in its original packaging. Visual inspection did not reveal any issues, and the unit was with in specification. An underwater leak test was performed and was within specification. The scale of the chamber was checked by comparing the volume in the chamber with volume contained in a test tube; the volume amounts matched. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol set was found to have a malformed burette chamber. The malfunction prevented the volume to be measured correctly. This occurred before use. There was no patient involvement. Additional information was requested and is not available.